Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation in two pieces. The lower jaw was returned separate to the full device based on the complainant's description, the event occurred when closing the handles to lock to divide the ovarian ligament. Engineering was unable to replicate the event as the device was not functional. The root cause of the event remains unknown as engineering was unable to perform functional testing due to lower jaw separation. Although the root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information was requested and received.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy- "during the middle of the case after 25 activations, surgeon tried to grasp one of the ligaments and as soon as the bundle was grasped, the bottom jaw broke and 'flung' into the patient. It took the surgeon roughly 30 minutes to identify the jaw and retrieve it. They resumed using the competitor energy device and finished the case. Both the jaw and the handpiece have been isolated for return." Additional information received 27th january from applied team member: upon further inspection, it was actually the bottom jaw that broke. When viewing it in theatre, the way the device was held, I thought it was the top jaw but it was actually the static part that broke. Additional info received from surgeon 31st january: held in my right hand. Happened as I was closing the handles to lock to divide the ovarian ligament. Clicked to close then noticed the top blade had come off. Tissue thickness difficult to say but never had problems previously with ligasure doing that pedicle and not significantly thicker than pedicles in previous patients. Patient status: the patient did not receive an injury.